Manufacturer narrative:
Date rec'd by MFR: 10aug2019. The customer returned the gas delivery system (gds) for investigation. It was found that the returned unit failed due to the oxygen flow sensor, that was caused by a component drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced the unit's air and oxygen (o2) sensor assembly and o2 solenoid to resolve the reported issue. Unit was tested and passed. Unit ready for service.

Event description:
The customer contacted technical support (ts) stating that oxygen mix accuracy test failed after repair of base assembly. The customer reported there was no patient involvement. Event date not specified: estimate used.